Manufacturer narrative:
Analysis of wr9200 ((B)(6)) recharger found led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger is not charging and the battery indicator lights are scrolling. Agent had caller attempt a hard reset of the wireless charger, but this didn't resolve the issue. They also reported that the cord to the charging dock is bent and showing signs of wear. An email was sent to the repair department to replace the devices.